Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date, exact date was not reported. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a starclose se device after an unspecified procedure. Reportedly, during clip deployment, the clip got stuck inside the exchange sheath. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported clip got stuck inside the exchange sheath was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. One unused, sterile devices with same lot number as reported device was returned for evaluation. Functional testing was successfully performed on the sterile device. No manufacturing issues or abnormal observations were detected.